Event description:
It was reported that the video system center had displayed a communication error (b40 error) on the monitor screen. Additionally, the front panel switch was not working. The issue occurred during a diagnostic upper gastrointestinal (gi) endoscopy procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to the failure of the main board. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.